Event description:
The customer reported fluid leaked from the unit involving coulter act diff 2 analyzer. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. It was noted approximately one hundred (100) milliliters of fluid overflowed from the baths of the unit. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the waste tubing in the sink pinched preventing waste from properly draining and caused the baths to overflow. The fse cleared the pinched tubing and the waste drained properly. The fse replaced the water barrier in the vacuum line due to water from the vacuum trap and adjusted the low vacuum to nominal. The unit conformed to the manufacturer's published performance specifications. (B)(4).